Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the doctor took out the tibial implant and insert implant because the tibia was in valgus and replaced with a fixed bearing tibial implant and fixed bearing insert. Original implant date unknown. Doi: unknown dor: (B)(6) 2018 right side.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.